Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. A review of the device history record did not reveal any exception documents. A review of the complaint data base found no similar complaints for this lot number. A follow-up report will be submitted when the eval is completed. Device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval is complete.

Event description:
While pulling back on the control syringe, air was seen in the manifold. The device was changed out for another and the procedure was completed successfully. There was no air injected into the pt. No harm or injury reported.